Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Left hip revision reported in 1818910-2021-03502, 1818910-2021-03501, 1818910-2021-03499, 1818910-2021-03500; right hip revision reported in 1818910-2021-03503, 1818910-2021-03490, 1818910-2021-03488. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr supplemental info and medical records were received. After a review of the medical record, the patient was revised to address failed right total hip arthroplasty with likely metal on metal hypersensitivity reaction and cavitary lesion of the right ilium. Operative note reported of scarring of the abductor musculature, alval beneath the head and femoral component, scratches on the femoral head and cavitary defect extended into the ilium there was also some notable necrotic tissue in and around the hip capsule. Doi: (B)(6) 2007, dor: (B)(6) 2011, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.